Event description:
During the initial suture, the ring showed extreme fraying. Device was not used.

Manufacturer narrative:
Evaluation summary attached = approximately 5 cuts were detected in silicone rubber of the ring, each measure to approximately 1mm each. The cuts are most likely due to mechanical injury, and led to disruptions in the cloth of the sewing ring and the thread to unravel. The disrupted area in the cloth measures to approximately to 8mm. No other inconsistencies detected.